Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a procedure the fixed footprint anchor had a rupture on the distal inserter when passing the middle anchor's suture. All the pieces were removed with tweezers. The procedure was completed using a back-up device. The back up device was used in the originally drilled hole. No void was left in the patient and the instrument to prepare the insertion site was a tapered awl, 3.8mm. The insertion site was cleared of all debris prior to the insertion. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
(B)(4). H11: h3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The anchor was not returned. The insertion device and retention suture were returned and have no visible defect. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.